Manufacturer narrative:
The patient was presented back to the electrophysiology (ep) laboratory on (B)(6) 2019. This rv lead was repositioned due to dislodgement. The available information suggests that this rv lead remains in-service.

Event description:
It was reported that that this representative contacted boston scientific technical service on (B)(6) 2019. The representative commented that the rv lead was exhibiting no capture and extra cardiac stimulation when rv pacing. The device was reprogrammed to aair 60 ppm and it was confirmed that there was no heart block at faster rates.